Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified as the reported issue was not reproduced. However based on the results of the investigation, it is likely the event occurred due to a failure in the receiver (rx) module, which was the communication part in the camera head. The event can be prevented by following the instructions for use (IFU) which state: do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection] never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. There was no delay to the intended procedure and the procedure was completed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an intermittent camera head error (error code e222). The issue when the event was found was unknown, and there were no reports of patient injury or harm.